Event description:
Customer stated that the meter does not work, it keeps displaying error. Customer replaced batteries but the meter continues to display error. A review of the system was conducted over the phone. It was determined that since the error number is not displaying, segments must be missing. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.